Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw-5153798) in which the patient alleging of having a device with sweet smell. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw-5153798) in which the patient alleging of having a device with sweet smell. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. After the first attempt to have the device and components evaluated, the customer responded but unable to gather information related to device return for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.